Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/09/2016 with the following findings: the pump was powered on and revealed the display was dim with discolored text. Unrelated to the complaint, investigation revealed that the battery compartment was cracked.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.